Event description:
It was reported that this right atrial (ra) lead exhibited persistently high out-of-range pace impedance measurements greater than 3,000 ohms. The health care professional (hcp) was referred to cardiology for further troubleshooting. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).